Event description:
The customer reported that the charge button was not responding. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the charge button was not responding. There was no pt involvement. The device was evaluated at philips. The symptom was verified. The issue was localized to the charge button not being fully aligned with the switch (that activates the charge function) on the processor pca. The button was realigned to resolve the issue.